Event description:
The user facility reported that during support of impella 5.5 there was an episode of ventricular tachycardia (vt) and the patient was cardioverted twice and amiodarone was given to convert to normal sinus rhythm. The patient was intubated and now is extubated. An echocardiogram confirmed the impella was in stable position. The team believes ventricular tachycardia (vt) was related to ischemia not impella position. The impella was now up to p-8. Lactate dehydrogenase was stable with no suction. The patient was being worked up for a left ventricular assist device (lvad). A lung module was seen on computed tomography scan. A biopsy was needed but the plan is unclear for holding ac (bivalirudin and cangrelor). Vt episodes were noted during support. A large clot was noted at the inlet at time of explant to the lvad. No hemolysis or suction. The patient was well supported prior to explant and had been on cangrelor and bivalirudin. Notably, pf had been trending down but was still within acceptable range and aorta ps had upward drift/was no longer correcting with non-invasive blood pressure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Impella 5.5 cannula and motor assembly returned for evaluation. The returned product was investigated. A lot of dried blood was seen on the cannula. The inflow cage was full of biomaterial. Biomaterial was also seen inside the cannula around the impeller blades. Since only the cannula and motor assembly was returned, further investigation of the rest of the pump could not be performed. No other abnormalities were seen. Tachycardia, ischemia, thrombosis: clinical details mention that the patient suffered from ventricular tachycardia and ischemia during impella support, and a large clot was noted at the inlet during explant. The cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Investigation summary: the investigation has been completed. The impella 5.5 cannula was returned for evaluation. The device was received after analysis was completed as no product returned or photo/video analysis. Tachycardia/ischemia/thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.